Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the purge disc was not detected by the automated impella controller (aic). A second aic was tried unsuccessfully. The purge system was exchanged and immediately resolved the issue. The patient was successfully weaned from the pump and survived.